Event description:
A report was received that the patient was having premature battery depletion. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Battery depletion and sleep-current rates of the device were exceeding the expected ranges. The source of the fast battery depletion was resulted from the affected analog ic which was characterized by excessive sleep current and low impedance between vh and ground. Exposing the device to high-electromagnetic or voltage transient can cause this type of failure. The use of electrocautery during the implant procedure resulted in the reported complaint.

Event description:
A report was received that the patient¿s battery depletes quickly. The patient had to charge frequently and can¿t get a full charge. A bipolar electrocautery was used during the patient¿s permanent implant. Database analysis confirmed premature battery depletion. The patient will undergo battery replacement.

Event description:
A report was received that the patient was having premature battery depletion. The patient will undergo battery replacement.

Manufacturer narrative:
(B)(4).